Event description:
Caller reported blood glucose results of 300 mg/dl and "25 or 30" mg/dl within 10 minutes on the aviva system. Also reported blood glucose results of 30 mg/dl and "90 or 100" mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.